Event description:
It was reported that a em2400 valve set leaked; further described as lipids were leaking out of port two into the main line going into the patient bag. This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5 (clarification): this issue was identified during compounding, when running a flush with sterile water. H4: device manufacture date: november 11, 2021 - november 16, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.